Event description:
From tech support and staff- full warranty hamilton g5 (B)(6) fail on a patient. Evidently the rt said that there were volume limitation alarms and the patient wasnt able to exhale. No cer was generated on this item, it was also reported no patient harm.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 1,5 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause of this event could not be determined. The field service technician troubleshoot the system and did not find any issues with the device. There was no patient or user harm.